Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications: moderate metal staining; necrotic debris; corrosion; granuloma/pseudotumor. (Left).